Event description:
Customer contacted us on (B)(6) 2024 to report a false positive test. Additionally, the person doesn't have symptoms. Test was run on (B)(6) 2024. False positive form was sent to the customer. Complaint source: customer. Device name & model #luc-11000 covid + flu us;luc-12000 covid + flu us. Complaint receipt method: phone . Device lot number(s): unknown. Device serial number or unique device identifier (UDI): unknown. Quantity affected: 1. Problem code: false positive result. Product to be returned for evaluation? No. Quantity returned: 0.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. A DHR review cannot be completed as lot information was not provided. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect). Air bubbles in reaction chamber (design defect). Assay contamination/degradation (process failure). Improper storage/handling (use error).